Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00355, 3005168196-2021-00357.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target location but was not satisfied with the position and decided to remove the ruby coil. Upon removal, the ruby coil was damaged. The physician then advanced a new ruby coil into the target location; however, was not satisfied with the position and decided to remove the ruby coil. Upon removal, the ruby coil was damaged. Subsequently, the physician was unable to flush or advance a guidewire through the lantern because it seemed like the lantern was blocked. Therefore, the lantern was removed. The procedure was completed using additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.